Event description:
Patient presented at the hospital due to status epilepticus. The patient was then referred for prophylactic generator replacement. Patient underwent generator replacement surgery. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.